Event description:
Customer reported that when they went to program the carbs the numbers were ramping up without input. Customer also received a button error alarm when attempting to bolus. Customer's blood glucose reading at the time of the call was 92 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act and up buttons dome switch. No button error alarm during our testing. No unexpected numbers ramping during testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.